Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl defibrillator was not able to deliver shock during cardioversion. There was no negative pt impact.